Event description:
Customer stated that the display screen of the aviva meter was "all black and burnt looking". Stated the meter was "burnt and smoking". No adverse event reported. Customer threw away the meter, replacement sent.